Event description:
Educator reported, the customer was hospitalized for high blood glucose. The educator stated, the cannula was bent upon removal of infusion set. Occlusion test could not be performed since customer did not have a clamp.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.